Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a likely cause of a problem might be the guidewire near the tip region was bent for some reasons. That caused the adhesion peeling between the guidewire tip and the basket wire. As a result, the guidewire tip came off. It was not confirmed that the tip fell into the patient. However, the cause of the reason could not be identified. The events can be detected and prevented in accordance with the following IFU. The instruction manual contains a warning to the user regarding this event. (Drawing number:gk5909, revision number : 21). When inserting the instrument into the endoscope, hold it close to the biopsy valve and keep it as straight as possible relative to the biopsy valve. Otherwise, the insertion portion could be damaged. Insert the instrument slowly. Abrupt insertion may damage the endoscope and/or instrument. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the single use mechanical lithotriptor's tip of the basket tore and loosened from the wire. The issue occurred during a endoscopic retrograde cholangiopancreatography (ercp). There were no reports of patient harm as the tip fell outside of the patient. There was no delay over 30 minutes caused due to this malfunction.